Event description:
This is a spontaneous report by a baxter-employed nurse from (B)(6) of bacterial peritonitis with culture positive for gram negative organism in a patient coincident with peritoneal dialysis (pd) therapy. In 2010, the patient was diagnosed with bacterial peritonitis with culture positive for gram negative organism. The patient was transferred to hemodialysis and the dianeal therapy was discontinued. The reporter believed that the event of bacterial peritonitis with culture positive for gram negative organism was not related to the dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.